Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed in the pump data logs. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Customer complaint could not be confirmed. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen was cracked and unresponsive. Customer's blood glucose (bg) was 190 mg/dl. Additionally, it was reported that the customer also experienced a low bg and addressed it by drinking orange juice. Customer declined to provide further information regarding low bg. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed and the alleged touch screen issue was verified. Functional testing was performed and no failure was identified related to the alleged low blood glucose level issue.